Event description:
It was reported that when the product was opened from your packaging, threading would not engage with the implant/ threads. When opened another, it threaded and sat perfectly. The implant and its threading is fine as we are able to use another and it seats perfectly.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One (1) heal collar 3.5x4.5, 5mm (hc345) was returned for investigation. Visual evaluation of the as returned product identified damage threads. Doesn't engage in an in-house implant due to damaged threads. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable events or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number (2019060694). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019060694) for similar events and no other complaint was identified. Review completed utilizing keywords: does not seat the product could not seat. Therefore, the reported event was recreated. A definitive root cause could not be determined. However, based on the investigation, IFU and risk review, the most likely cause determined from the investigation is improper techniques used during placement/seating (excessive torque applied ¿ clinician error). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.